Event description:
It was reported that a myocardial infarction and elevated cardiac enzymes occurred. The patient was on a prior regimen of antiplatelet other than aspirin (>= 72 hours). Before the procedure, the patient received heparin or other antithrombotic medication and a loading dose of 300 mg of clopidogrel. The 2.50 mm x 30 mm target lesion located at the distal left circumflex vessel was pretreated with three devices using the largest balloon diameter of 2.5 mm x 30 mm wolverine cutting balloon, semi-compliant balloon angioplasty catheter and non-compliant balloon angioplasty catheter achieving 20% residual stenosis and timi flow of 3. The lesion was then successfully treated with the 2.50 x 40 mm agent dcb device resulting in 20% residual stenosis with timi flow of 3. The results of the 18-24 hour post procedure lab draw demonstrated elevated troponin-I hs and troponin t hs levels which met the criteria for a myocardial infarction. The non-target lesion located at the 1st obtuse marginal vessel was also successfully treated with a drug eluting stent and two different balloon angioplasty catheters. The patient discharged the day after the procedure with the continuation of aspirin and clopidogrel medications.